Manufacturer narrative:
One photo was received and evaluated. The photo depicts a 3ml syringe filled with about 2.3ml of unidentified clear liquid. The plunger rod is visibly bent approximately ¼ of the way from the thumb grip. No visual manufacturing defects could be observed in the sample in the photo. The plunger rod is made out of polypropylene ¿ a type of plastic, which may bend if subjected to sufficient force. It is possible that the described attempts at forceful injection resulted in the failure, where it would not have occurred during normal use. The product is manufactured in accordance with (B)(4) and meets those requirements. Lot number unknown; therefore lot history and device history record review could not be performed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported with the use of the bd plastipak syringe luer-lok there was an issue with plunger error. There was no report of injury or medical intervention.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported with the use of the bd plastipak ¿ syringe luer-lok¿ there was an issue with plunger error. There was no report of injury or medical intervention.

Event description:
It was reported with the use of the bd plastipak syringe luer-lok there was an issue with plunger error. There was no report of injury or medical intervention.

Manufacturer narrative:
Samples were returned for evaluation. Investigation revealed a lot number for the device. The information for the lot number is as follows. Medical device lot #: 8140552. Medical device expiration date: 04/30/2023. Device manufacture date: 05/20/2018. Additionally, 60 sealed packages were received, confirmed to be from batch #8140552 (p/n 309658). Each package was opened and the syringe inside visually evaluated. All plunger rods and barrels were found to be undamaged. No defects were observed. Release date (B)(6) 2018. Released quantity was (B)(4). All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 8140552 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment.